Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited pwave amplitude variation. The lead was repositioned during a right ventricular lead revision.